Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator on (B)(6) 2018. It was reported that there was an infection. The external or environmental factors which may have contributed to the event are unknown. The system was explanted, and the issue was resolved at the time of the report. There were no further complications reported or anticipated.